Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing actuation failure of the console. It was confirmed that there was leaking of the balanced salt solution from the cassette into the console that caused the event.

Manufacturer narrative:
Additional information provided. The customer reported that the system had an actuation failure. The company representative confirmed that saline solution was leaked from the cassette and into the system. The completion of the surgery, timing of the occurrence, how the problem was solved, and the procedure type are all unknown. The system was manufactured on july 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).